Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain 2 of 3. The patient was connected at the time of the alarm. The patient line had been properly primed, and no patient extensions were in use. All bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an assist device or outlet port clamp. The home patient (hp) stated that she had disconnected from the patient line to use the restroom, but forgot to close the transfer set and stop the drain. The tsr had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies or finish with manuals. The technical service representative (tsr) advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air since they reconnected. The hc was operational. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient tells the clinic everything that happens on his homechoice, so he had probably spoken with another nurse in the clinic about the event. Bps informed the nurse of the patient's use error. She stated that the patient was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.